Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer sought assistance with pairing the meter again with the pump. The customer kept getting a 'device not found' alert. Also, the customer reported an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-441ag, mmt-1884l, and mmt-7841zn. Troubleshooting was performed for blood glucose (bg) from meter not received on the pump. Connecting the meter and pump resolved the issue. Troubleshooting was performed for the "device not found" alert. The customer reported being unable to pair the device(s) with the pump. The pump continued to alert "device not found" three times while trying to pair. Instructions to pair the device again from the beginning were reviewed after restarting the pump, and pairing was successful. Troubleshooting was performed for loss of communication between insulin pump and transmitter. The customer reported that the transmitter was out of warranty. Troubleshooting was performed for the "insulin flow blocked" alarm. The customer confirmed that insulin did not exit the tubing with a manual push of the reservoir plunger or reported greater than normal resistance. No harm requiring medical intervention was reported. No product return is required for mmt-342, mmt-441ag, mmt-1884l, and mmt-7841zn.

Manufacturer narrative:
Unit passed self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump was connected to a test meter, accu-check guide link, and was able to connect. Unit successfully downloaded to thus/thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2025 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed the pump connected to a test meter, accu-check guide link, and was able to connect. No communication anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.